Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the display screen on an aquabplus reverse osmosis (ro) machine had no power. During troubleshooting, the biomed discovered that the power supply boards were bad in both stages 1 and 2. Once the biomed replaced the power supply board in stage 1, power was restored to the screen. The biomed was advised to also replace the power supply board in stage 2. Upon follow-up, the biomed indicated that the power supply boards were burnt. It was confirmed that both power supply boards were replaced, and the biomed was able to resolve the issue the same day that the problem occurred. The biomed was advised to keep an extra power supply board on hand to have as a backup. Following the repair, it was confirmed that the ro machine was fully operational. No photos of the reported issue were able to be provided. The biomed stated that they would return the samples for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an investigation of the concerned components was not required. A review of the machine files was also not required. The reported complaint details are plausible, and sufficient in establishing a cause for the failure. The failure cause can most likely be attributed to a power surge of the local mains power supply, which damaged the 24vdc power supply boards. To resolve the reported issue, the 24vdc power supply boards were replaced in both stages. A review of the device history records (DHR) was found to be unnecessary, and reproducing the failure was not required. A review of the instructions for use (IFU) and/or service manual was also unnecessary. The failure pattern is a known issue which has been previously investigated under other complaints. Based on the available information, the reported event has been confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the display screen on an aquabplus reverse osmosis (ro) machine had no power. During troubleshooting, the biomed discovered that the power supply boards were bad in both stages 1 and 2. Once the biomed replaced the power supply board in stage 1, power was restored to the screen. The biomed was advised to also replace the power supply board in stage 2. Upon follow-up, the biomed indicated that the power supply boards were burnt. It was confirmed that both power supply boards were replaced, and the biomed was able to resolve the issue the same day that the problem occurred. The biomed was advised to keep an extra power supply board on hand to have as a backup. Following the repair, it was confirmed that the ro machine was fully operational. No photos of the reported issue were able to be provided. The biomed stated that they would return the samples for evaluation.